Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5084689) that a (B)(6) female patient who underwent breast augmentation revision with two 375cc mentor smooth round moderate profile saline in 2002, developed psoriasis six months later. Two years later, she was diagnosed with psoratic arthritis. The patient is experiencing pain in her left shoulder/back and neck pain. The patient reports she has sharp pains in her breast, body pain, and inflammation in all of her joints. The patient reports her muscles are weak and it is hard to live a healthy everyday life her pain is chronic and her rheumatologist advised to get her implants removed. The patient is on humera for the joint pain and psoriasis, iron pill, anxiety medication, pain medication, and ibuprofen. The patient would like to get her implants removed but her insurance wont cover the cost. No product malfunction, such as deflation, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 5/13/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).